Event description:
Further follow-up revealed that the patient's device had not been programmed to oma output current as was initially reported. A review of data from device programming history revealed that an interrupted lead test resulted in the device being set to lead test parameters (1.0ma output current) instead of to prescribed parameters (1.5ma output current). Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance.

Event description:
Reporter indicated that device diagnostic testing office visit revealed that patient's device was set to 0ma output current instead of to prescribed parameter, resulting in a loss of therapy to the patient. Treating physician believes that the inadvertent change in device settings occurred at previous office visit due to a faulty programming system; however, user error at previous office visit is a more likely cause. It is likely that an interrupted device diagnostic test at previous office visit occurred and that the device was not interrogated at the ast step of the programming session to confirm proper settings.

Event description:
Furthe follow-up revealed that the pt had experienced an increase in seizures. The pt were experiencing approximately 3 to 5 seixures per day prior to the increase. Since the increases, the pt was experiencing 5 per week.it was also reported that the pt had a sudeen increase in seizures of 15 to 30 per day. It is not known at this time if the pt is still experiencing the increase in seizures. It was reported that previously reported interrupped lead test caused the increase in seizures. Diagnostic test was performed and the device was found to properly working.